Event description:
Pt is s/p spinal epidural electrical stimulator insertion. She did well with good coverage of her low back pain & bilateral lower extremity pain. In 8/97, the pt returned with pain radiating to lower back & right leg. Testing of the stimulator showed increased impedence. She went to the or for revision of epidural electrode & change of battery.